Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded oversensing of muscle noise on tachycardia detection. It was further reported that the icm detected one prior false positive tachycardia episode. The icm remains in use. No patient complications have been reported as a result of this event.